Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on november 09, 2023, and b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, strange odor from the device related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed dust/dirt contamination on top and bottom enclosure, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower box, upper cap, blower, blower box, blower outlet seal, p4connector, dc jack color insert. They observed no odor from the device. Liquid ingress was observed on the blower and p4 power connector. They did observe dust or dirt contamination in the air path likely from a source external to the device and also observed evidence of degraded sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. By using a known good power supply, they verified that device provides airflow. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.